Event description:
Customer called to report the pump's drive nut became dislodged from the driver block and the pump could not deliver the insulin. It was stated that the customer was not sure how it happened.